Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated that the device was not bumped, dropped or exposed to moisture. It was not exposed to a strong magnetic field. Customer does not use the sensor feature and was unable to complete the rewind sequence. Customer also reported that she attempted to prime and a no delivery alarm occurred. During troubleshoot; customer stated the insulin did not exit at manual prime and insulin pump alarmed no delivery. No further troubleshoot was performed due to the motor error. Nothing further reported.